Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken where the lead was explanted and replaced. Stimulation was reportedly restored postoperatively. Only one lead was explanted, but since the specific device is unknown both leads are being reported.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12205. It was reported the patient was unable to increase the amplitude using the scs system. System diagnostics revealed high impedance values on multiple lead contacts. Reprogramming was able to provide effective therapy. However, the patient desires to undergo surgical intervention to address the issue.